Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition of eczema was exacerbated by the lifevest equipment. The patient described the area as skin irritation about a week ago underneath the front te pad which appeared to due to heat rash. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed a cortisone cream for the skin irritation. Follow up indicated that the skin irritation improved.